Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("coil migration"). In a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later, she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), polymenorrhagia ("excessive and frequent irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered, device dislocation, dysmenorrhoea, pelvic pain and polymenorrhagia to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("coil migration") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), polymenorrhagia ("excessive and frequent irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, dysmenorrhoea, pelvic pain and polymenorrhagia to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2023: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("coil migration") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below.there was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), polymenorrhagia ("excessive and frequent irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, dysmenorrhoea, pelvic pain and polymenorrhagia to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimen received:endometriosis implant. Uterus, cervix, bilateral fallopian tubes with essure. Clinical diagnosis and history:excessive menstruation, dysmenorrhoea, pelvic pain. Diagnosis:endometriosis implant: fragments of fibroadipose tissue with endometriosis. Uterus,cervix,bilateral fallopian tubes ,hysterectomy with bilateral salpingectomy (uterysweighs-95 gm). Cervix:chronic inflammation and squamous metaplasia. Endometrium:secretory endometrium. Myometrium:adenomyosis. Right and left fallopian tube:no pathologic abnormality. Gross description:specimen labelled uterus, cervix,bilateral fallopian tubes with essure coils is 8.7 cm (fundus to cervix) x4.3 cm (cornu to cornu) x 4.3 cm (anterior to posterior) uterus with attached bilateral fimbriated fallopiantubes.the cut surfaces of both fallopian tube reveals central pinpoint lumen and there are essure coilspresent into the intramural/isthmus segment of both fallopian tubes, which average 2.5 cm in lengthand upto 0.1 cm in width. Quality-safety evaluation of ptc:for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available.the most recent follow-up information incorporated above includes data received on:08-sep-2023: plaintiff fact sheet received. Pathology test received. Medical history & reporter added. Essure insertion & removal date updated.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.